Event description:
On 06/29/2022, it was reported by a sales representative via sems that an ar-6480 pump flow rate is not staying consistent, it is higher than should be. This was discovered during an unspecified procedure, with no patient harm reported. Requested additional information.